Manufacturer narrative:
The device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report.

Event description:
The nurse reported the following event to the sales rep, during a surgery, doctor used a drill adapted for easyclip 15 and 18, the drill fractured. A fragment of the drill was left inside the pt because the doctor did not manage to extract it. There were no adverse consequences for the pt and the doctor put another hole on the side in order to place the clip.